Manufacturer narrative:
An event of dyspnea, hospitalization, unexpected medical intervention and pericardial effusion led to cardiac tamponade were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information obtained from the patient was admitted to the hospital, presenting with dyspnea and a large circumferential pericardial effusion with cardiac tamponade. Pericardiocentesis was performed, draining 250 cubic centimeters of fluid. After this, the patient's symptoms resolved and the patient was reported to be stable. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully into a laa utilizing an unknown delivery system. On (B)(6) 2023, the patient was admitted to the hospital, presenting with dyspnea and a large circumferential pericardial effusion with cardiac tamponade. Pericardiocentesis was performed, draining 250 cubic centimeters (cc) of fluid. After this, the patient's symptoms resolved and the patient was reported to be stable. On (B)(6) 2023, the patient was discharged. No additional information was provided.